Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was average, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rhv (rotating hemostatic valve) was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, the coil was advanced slowly and gently without applying excessive force, no torque was given where advancing the delivery wire, resistance was encountered inside the catheter shaft, and the coil was safely removed with the entire microcatheter. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that the subject coil was intended to be placed as the ninth coil. During delivery, the operator noticed a change in resistance while pushing through the microcatheter (not in the mass, but the entire subject coil remained inside the microcatheter and was visible under fluoroscopy, with no apparent issues). Finding this unusual, the operator retracted the delivery wire under fluoroscopy and discovered that the subject coil had prematurely detached. Fortunately, since the subject coil was still entirely inside the microcatheter, the microcatheter was fully withdrawn, and the coil was safely retrieved. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.